Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would not hold charge. The battery would go down to 80% charged and the pdm was hot and swollen.

Manufacturer narrative:
The device has not been returned/received and is pending investigation. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the pdm was getting hot while delivering a bolus and the battery was swollen. Inspection of the returned pdm found the lcd display to be damaged and found the volume and power buttons to be missing and the pdm to be bent with the lcd display starting to pop out. Inspection of the battery found a divot in the battery in the same direction as the bend in the pdm. The pdm was returned with the battery depleted. The pdm was plugged in in an attempt to charge it. The pdm was able to charge and turn on, however it was noted that the lcd display was non-functional due to the damage to the pdm. The pdm was not felt to get hot while charging. The returned pdm could not be unlocked due to the severe damage to the lcd. The ibf and android log files could not be downloaded from the pdm and functionality testing could not be performed. The exact cause of the damage and the reported event could not be determined.